Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device introduced leaks. No injuries were reported.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on november 27, 2019. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition. However, a supplier corrective action request (scar) has been issued to the supplier for further investigation. This complaint will be used for tracking and trending purposes.